Event description:
Product analysis was completed for the tablet serial cable. Analysis revealed a disconnected wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the tablet device showed an "unable to open port" error message. Troubleshooting was performed but the issues did not resolve until a replacement usb serial cable was provided. The suspect usb serial cable has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
(B)(4). Suspect device UDI, corrected data: the initial report inadvertently did not include the UDI.